Manufacturer narrative:
The reported field event of high pacing impedance was not confirmed in the laboratory. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead implant procedure, high, out of range, low voltage pacing impedance issue was observed on the lead. Patient has bradycardia. Physician removed the lead and implanted a new lead. Patient was stable.